Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. No blank display was noted. No damage to the liquid crystal display isolation tape was noted. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed weak battery and had blank display. Customer's blood glucose was 200 mg/dl. The troubleshooting did not resolve the issue. The insulin pump display did not return. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No troubleshooting done for weak battery due to blank display. No further information provided.